Manufacturer narrative:
It has been realized that this case is a double entry. The incident is already reported with 9613350-2013-01921. Therefore this MDR is obsolete. Please invalidate the case from your system. Zimmer¿s reference number of this file is (B)(4).

Event description:
Please see h10.

Manufacturer narrative:
Additional information which was received on (B)(6) 2019. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received x-rays, labels for review. Durasul, low profile cup, cemented, 44/32; catalog no#: 01.00324.044; lot#: 2426621. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to implant fracture.

Manufacturer narrative:
Medical product: durasul insert hip impl; catalog #: unknown; lot #: unknown. Therapy date: (B)(6) 2012. The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to implant fracture.